Event description:
The pt experienced a transient ischemic attach on 9/10/98 and the international normalized ratio was 2.2 at this time. On 9/16/98, the pt had a cerebral vascular accident, international normalized ratio was 2.2. Transesophagel echo showed a "mobile mass on the prosthetic ring, filling angle between atrial septum and prosthetic ring, w/mild spontaneous echo contrast in the left atrium". The valve remains implanted.